Manufacturer narrative:
Date sent to the FDA: 01/20/2019. Attempts are being made to obtain more additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was the stress incontinence ever cured/resolved by the initial procedure? Additional information was requested, and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure - female patient aged 57. I have no bmi/weight recorded. Date and name of index surgical procedure - ethicon tvt-o (B)(6) 2017. The diagnosis and indication for the index surgical procedure? - urodynamic stress incontinence. What were current symptoms following the index surgical procedure? - continued stress urinary leakage. Onset date? - first seen in clinic in (B)(6) 2018. How was the post-operative urinary incontinence confirmed? - repeat urodynamics date of reoperation? - not yet occurred. Was the implanted device adjusted? Cut? Removed? - no plans to remove the device. Please provide surgical findings of the reoperation - not yet occurred. Other relevant patient history/concomitant medications - I don¿t have that information. What is physician¿s opinion as to the etiology of or contributing factors to this event - I can¿t comment on this. What is the patient current status? - awaiting surgery.

Manufacturer narrative:
Date sent to the FDA: 01/21/2019. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure ; date and name of index surgical procedure ; the diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? How was the post-operative urinary incontinence confirmed? Date of reoperation? Was the implanted device adjusted? Cut? Removed? Please provide surgical findings of the reoperation ; other relevant patient history/concomitant medications ; what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted to treat stress incontinence. The patient experienced recurrent stress incontinence, requiring further surgery. Additional information has been requested.